Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the waste fluid was leaking from the top of the waste sump canister. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and flushed the hydro lines and canister; removed, cleaned and reassembled the reaction wheel and trough and system was resumed.